Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with a reported glucose high of 365 mg/dl despite announcing meals and seeing no leaks or moisture; the user noted recent initiation of a non¿ilet-related medication for swelling and was advised to consult their physician regarding medication effects, and a full supply change with inset replacement was completed without observed issues such as a bent cannula or visible dried insulin. Symptoms included no reported clinical symptoms on the blood glucose questionnaire. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Investigation included user interview, review of use history, and guided troubleshooting with a complete supply change. Investigation of this case revealed no device malfunction observed, no component damage noted on removal, and cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.